Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/11/2015. The fse found that the tubing at port #2 of the rinse block was obstructed. The fse cleared the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader. The volume of the leak was less than 1ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.